Event description:
Inappropriate r wave amplitude measurement was reportedly displayed during manual sensitivity test.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Inappropriate r wave amplitude measurement was reportedly displayed during manual sensitivity test.